Manufacturer narrative:
Information was not provided, but will be requested no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during review of the submitted log files a non-pump related incidental finding was observed. The beginning of the recorded data appeared to show the initialization of power to the system controller and captured the changing of the set speed from manufacturing settings, suggesting that an exchange to the patient's backup controller was performed. An exchange of the controller was not initially reported by the customer.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via the submitted log files. The submitted log files contained approximately 2.5 days of data combined (09nov2019 ¿ 12nov2019 per the timestamp). The beginning of the log files captured the initialization of the power to the system controller and the speed settings being changed from the manufacturing settings. The driveline was first connected to the controller on 09nov2019. These events indicate that a controller exchange from the patient¿s primary controller was performed. After the driveline was connected, the log files contained approximately 2.5 days of data combined (09nov2019 ¿ 12nov2019 per the timestamp). The data in the log files did not indicate any issues with the system controller. The system controller was not returned for analysis. Multiple requests to obtain additional information (including the cause of the controller exchange, the serial number of the exchanged controller, and if the exchanged controller would be returning for evaluation) were sent; however, no response was received. The root cause of the controller exchange could not be conclusively determined through this analysis. Heartmate ii patient handbook instructs the user on how to properly exchange their system controller and, to never exchange their system controller without having a trained, competent caregiver at your side to assist with the exchange. The patient handbook and the instructions for use cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.